Event description:
It is alleged that "patient received a cook tulip filter. Patient is alleging filter perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received a filter via the right jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing filling defect/clotting in the filter; filter advised to be permanent because of the clotting; physical limitations; difficulty breathing; blood clots post filter placement including pe/dvt. Per an angiogram: ¿clinical indication ¿ follow-up thrombolysis of pulmonary embolus and evaluate right lower extremity dvt¿. ¿findings: images demonstrate minimal lysis of the right upper and right middle lobe thrombus¿the left lung is not evaluated. Findings, inferior vena cavogram: images demonstrate a large amount of thrombus within the inferior vena cava below the level of the filter. There is a small amount of thrombus extending through the filter into the inferior vena cava¿. Report from computed tomography: ¿findings: this dictation refers only to the ivc filter. Cook gunther tulip filter. Caval perforation: yes. 3 o'clock 4.0mm grade 4 extending to the periphery of the abdominal aorta. Tilt: yes. Posterior tilt measuring 11.84 degrees. Migration: no. Pertinent negatives: none. Additional findings: radiopaque material seen within the inferior vena cava extending inferiorly, consistent with chronic thrombus¿.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, deep vein thrombosis (dvt), clot in filter, tilt, filter to remain permanently, dyspnea, physical limitations. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported filter to remain permanently, dyspnea, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.